Event description:
On (B)(6) 2014 the ssu at maquet in wayne nj reported that the rotaflow (B)(4) displayed a runaway error when switched from free mode to art mode. The device had to be switched off and then back on to resolve the error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).